Manufacturer narrative:
(B)(4).

Event description:
Deep brain stimulator interrogation revealed high impedances. The cause of the impedances has being investigated. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.